Event description:
On (B)(6) 2011, patient reported experiencing elevated blood glucose levels while using the infusion sets. Patient stated, he had trouble removing the needle box off. Patient was previously advised against using the infusion sets. Patient reported, there were no preparation issues, no insertion issues and no leaking issue. Patient stated, he did experience elevated blood glucose issues. Patient reported, his blood glucose level got as high as 555 mg/dl. Patient stated, he took an injection to bring his blood glucose level down. Patient's target blood glucose range is around 130-145 mg/dl. Patient stated, the infusion set cannula was bent after he removed it from his body. Patient uses the insertion assist plus device to insert the infusion sets. Patient reported, he realized he was having some elevated blood glucose concerns about 9 hours after insertion. Patient discarded the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
Method, results: no product will be returned for evaluation.